Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: patient was pre-operatively diagnosed with grade ii spondylolisthesis with leg pain and underwent following procedure l5-s1 facetectomy, laminectomy and discectomy with interbody fusion, 10mm cage with bmp, allograft and segmental instrumentation at l5-s1. As per op-notes, ¿we then gently tapped into positioned a 10mm*22mm cage. Interbody cage with bmp and local bone. We decorticated the posterolateral recesses and laid our remaining bone and bmp into this region¿ on an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.